Manufacturer narrative:
Additional suspect medical device components involved in the event. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty charging her ipg. When the bsn sales representative met with the patient to troubleshoot, it was discovered that the patient's ipg incision site was oozing and draining. The patient's precision system was explanted due to an infection at the pocket site. The patient was given oral antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and paddle lead found them to be satisfactory.

Event description:
A report was received that the patient was having difficulty charging her ipg. When the bsn sales representative met with the patient to troubleshoot, it was discovered that the patient's ipg incision site was oozing and draining. The patient's precision system was explanted due to an infection at the pocket site. The patient was given oral antibiotics and was reportedly doing well following the procedure.